Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5092-52 implantable pacing lead implanted: 2007-(B)(6), product ID 5076-45 implantable pacing lead implanted: 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The por was cleared and the ipg remains in use. No patient complications have been reported as a result of this event.